Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient developed lump and infection at the implant site. Subsequently, the patient underwent a procedure to aspirate the fluid at the affected site. The patient was also treated with oral antibiotics (date not reported) for 2 weeks; however, the issue could not be resolved. The device was explanted (date not reported).